Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory notification and presented to the hospital. Upon interrogation the atrial lead exhibited low impedance and noise which led to inappropriate mode switches. The device was reprogrammed and electrical measurements were normal. The patient would continue to be monitored.